Event description:
It is reported that the pt was revised due to recurrent dislocations. During this procedure, a culture grew out the "slightest bit" of staph and the pt was placed on 6 weeks of IV vancomycin.

Manufacturer narrative:
This report will be amended when our investigation is complete.